Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, sensing and capture anomalies while in the bipolar configuration.